Manufacturer narrative:
A2dr01 ipg implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead penetrated and passed through a leaflet of the tricuspid valve. The physician surmised that this may have contributed to "problems" with the valve. The patient required open heart surgery to repair and replace the valve. The rv lead was explanted and an epicardial lead was placed. No further patient complications have been reported as a result of this event.